Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a torn haptic however, the attached customer photos confirm the reported issue of broken haptic. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. The photo review confirms the reported issue of a broken haptic however, a sample was not received at the manufacturing site. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported with a description of two intraocular lenses were attempted to be implanted. Two had haptics torn off. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been received and stated that upon implantation it was noted that the plunger of the lens loader was shearing off the haptics of the both lenses. The lens was removed during the initial procedure. The surgery was completed with the third intraocular lens with out any damage. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.